Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced pain, infection, dyspareunia, urinary and bowel problems, fistula, erosion and extrusion. An excision of exposed mesh was performed on (B)(6) 2010. Revision surgery was performed on (B)(6) 2012.